Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that there was a data discrepancy between the pump and the t:connect logs from (B)(6) 2017. Reportedly, there was missing data on the t:connect data management software. Tandem technical support verified that the pump was in use from (B)(6) 2017 and there is history within the pump from (B)(6) 2017. There was no information provided regarding the customer's blood glucose level. Reportedly, the customer would continue to use the pump for insulin therapy.